Event description:
It was reported that the system 9800 boots up intermittently and stuck in 20 square. Work station boots up normally. No patient involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced gib, ip and video controller pcb, hard drive and sbc kit. System tests completed. The system was found to be working as intended.